Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00476; 508-40-101, s803 - dislocation, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation and infection.